Manufacturer narrative:
(B) (4). Conclusion - a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B) (4).

Event description:
It was reported that the surgeon inserted a cq2015a three piece collamer lens and a trailing haptic tore as the lens was being inserted. The lens was removed and the back up lens was implanted without any patient injury.